Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufs1475 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the plastic part that secures the PICC in place peeled off the dressing when trying to open the wings. During dressing change this can be an issue as it might dislodge the PICC line if the plastic bit comes off easily. I could imagine it taking 2 nurses to do the job. One to hold the PICC to make sure it doesn¿t dislodge and the second nurse to open the plastic wings to make sure it doesn¿t peel off. And it could also mean that increased dressing changes would be needed."